Event description:
During a remote follow-up, noise resulting in oversensing was observed on the device. Technical support was contacted and provided reprogramming recommendations to resolve the event. No intervention has been completed. The patient is stable with no consequences.